Manufacturer narrative:
H10: h6: the reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. An analysis of the customer provided images appears to show an accumulation of oil near on the battery and battery compartment. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a surgery, the spider battery power ran off fast. The procedure was completed with the same device, it is unknown if there was a delay. No patient injuries or complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider battery power ran off fast. It is unknown whether the event happened during surgery and if there was a patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.